Event description:
It was reported that a spectrum iq infusion pump soft key was damaged with a delayed/double responses. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. During functional testing, 'soft key damaged, delayed/double responses' was confirmed. The second soft key was found damaged and a system error 119 (stuck key) would alert when pressed. A review of the event history log identified system error 119 (stuck key) messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be a damaged second soft key. The keypad requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.